Event description:
A customer reported to beckman coulter inc. (Bci) that two suppressed patient creatinine (crem) results were incorrectly reported by datalink2000 data manager (dl2000) to the lab information system (lis). Patient 1: a patient sample was tested for crem and a suppressed "ea dl" result was uploaded from the instrument to the dl2000. The dl2000 uploaded the result to the lis as "<0.1". Patient 2: per customer, a suppressed "ea" crem result was uploaded from the instrument to the dl2000. The upload from the dl2000 to the lis was not provided. Based on available information, the lis reported the result as "<0.1". The dl2000 had a series of rules to handle crem: rule 1: if results equals "ea" - then stop (no further processing of rule per software definition). Rule 2: if result contains "dl" - then result is "<0.1". For patient 1, the dl2000 did not stop the result for manual review. Since the result did not contain the "dl", so per the second rule, the dl2000 changed the result to "<0.1" and this was uploaded to the lis. For patient 2, the relevant data was not supplied. It is unknown what the dl2000 uploaded to the lis, but by software design when the rule states stop, no further processing of rule occurs. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
At this time, it is unknown who configured the rules and if they were verified. Bci had the customer appropriately modify the set of rules to work as desired. The root cause was confirmed to be a rule issue for patient 1, but could not be identified for patient 2. No other additional information is available for this event.